Event description:
Hospital reported grasper head disconnected from shaft - could have fallen into patient. Lap chole procedure. Patient outcome uneventful.

Manufacturer narrative:
Housing and jaws disconnected from insert rod due to metal fatigue at connection point. Device had been in use over 7 years.